Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they think their device had come loose and was moving around since probably saturday. The patient also said they were feeling a little uncomfortable between their legs on the right side, and it felt like there was a pinching or pulling sensation. The patient called their healthcare provider on monday and was told to call the manufacturing representative (rep), but the rep never called them back. The patient was redirected to their health care provider to further address the issue. The agent emailed field staff to notify them of the situation.